Manufacturer narrative:
(B)(4) information was not provided by the contact. Additional information was requested and the following was obtained: rep stated that when he spoke to the or tech that she did not know how many cc's of blood was lost, the patient was obese and had bmi of (B)(6). The rep stopped at the account on (B)(4) 201, when he observed the second device it had the manual bail out used and he believes that the reload was loaded incorrectly. The reload is returning with the second device. The tech stated they did not fire the second device so no voc was selected for that device at this time. He will be seeing the surgeon on june 2nd and will call with additional information at that time. The sales rep called in with additional information: there was 2200 cc¿s of blood loss. The patient received two units of blood. The patient is being discharged today (B)(6) 2014. Per the surgeon: the stapler was not powerful enough. He could not determine if there were staples deployed on the first firing. Attempts are being made to obtain the additional following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the bleeding coming from? What was done to stop the bleeding? What were trouble shooting steps taken to open the device? Did the surgeon used the powered return button of manual return lever? If manual return lever, did the surgeon attempt to use powered return? What is the surgeon's experience with the device? Did the device lock out on second firing or with the second device? The analysis found that one pse60a device was returned for evaluation. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete; this condition may cause also difficulties to return the knife to home. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. In addition, the device was found to have the clamping mechanism damaged. An ecr60w cartridge reload was received loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No further functional test could be performed due to the condition of the anvil. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The surgeon and staff did not share where the bleeding came from. They just indicated that they thought the staple line didn¿t hold. The patient had to be converted from lap to open. It is believed that the surgeon used the manual override button to return the knife blade on the first stapler. The surgeon had used the stapler a couple of times prior to this case with great success.

Event description:
It was reported that during a laparoscopic nephrectomy procedure the surgeon fired the first device with a white reload for the first firing with no issues. When he fired the second firing with a white reload the device locked out and would not fire. They had to use the manual release button to remove the device. They then used another like device with a white reload and after inserting the device into the patient the surgeon noticed bleeding. He removed the device without firing and attempted to stop the bleeding, two units of blood products were transfused to the patient. It is not known how many cc¿s of blood were lost or how the surgeon stopped the hemostasis issue. The rep stated the patient is stable at this time. No other information was available.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned for evaluation. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete; this condition may cause also difficulties to return the knife to home. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. In addition, the device was found to have the clamping mechanism damaged. An ecr60w cartridge reload was received loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. Furthermore, the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No further functional test could be performed due to the condition of the anvil. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.